Manufacturer narrative:
The actual device was returned for evaluation. An assessment was performed and it was observed that the trigger was sticky. During repair it was observed that the guide sleeves for the trigger were worn out, the cover plate from the electronic control unit (ecu) had come off, the bearings were worn, and the motor had some corrosion on it. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be due to wear from normal use over time, and improper cleaning , which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device had difficulty turning on/off. It was reported that the device was jammed. During in-house engineering evaluation it was determined that the triggers of the device were sticky. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.